Event description:
It was reported that after a da vinci surgical procedure, the cable that makes the tips move on the pk dissecting forceps was observed to be broken. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip and pitch cable to be frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the wrist of the instrument. There was no damage found on the clevis. Failure analysis investigation also found the following damages: the instrument's clamping pulley was corroded/contaminated. The housing was opened to inspect if there were any broken cables and what was found was a corroded clamping pulley on the cable rails and residue partially covered some of the cables. Failure analysis concluded that the corroded/contaminated damage may be due to improper cleaning. The instrument's distal pulley had scratch marks/abrasions. There were scratches on the surface of the distal pulley. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.